Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level was 204 mg/dl. Customer disconnected call and tandem technical support was unable to obtain any additional information.